Manufacturer narrative:
Heartsine's investigation was unable to confirm the reported fault. Upon receipt, the device underwent extensive testing of all critical functions, performing to specification throughout. During the testing the device was able to detect and in range patient impedance and deliver shocks to specification. The device also powered on and off to specification throughout the testing. A review of device memory recorded during the patient involved event was conducted. This review showed that the patient presented a shockable rhythm and a shock was delivered. Prior to the device powering off via the on/off button, the device logged multiple shock key presses during the period of CPR despite no audio advisory prompt being logged by the device advising the user to do so. The device was recorded to have been powered off via the on/off button on each occasion during the period of CPR. The investigation can only suggest that the reported fault may have been due to the user incidentally powering the device off via pressing the on/off button, as evidenced by the multiple undue button presses recorded by the device throughout the event. This device shall by retained by heartsine and the customer supplied with a replacement device.

Event description:
The customer contacted heartsine to report that their device powered itself off during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted heartsine to report that their device powered itself off during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.